Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Omsc confirmed the device, and found there was abnormality of the device. As a result of disassembling of the device, there was abnormality following. Buckling of imaging cable cracks in the adhesive part of the ccd. The exact cause was unknown; however, omsc assumed a potential composite factors as follows. Due to the application of external stress, the buckling of the imaging cable and the adhesive part of the ccd were damaged. The ccd was short-circuited and this phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the user that when the user performed operated the angulation function of the subject device, endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.